Manufacturer narrative:
Reference user medwatch report number mw5062789. Block e detail unknown. Not provided in user medwatch.

Event description:
While performing angioplasty in the left subclavian vein with an evercross balloon, the balloon ruptured. Upon removing the balloon catheter, it was noticed that a portion of the balloon had detached. It was then determined by physician that the balloon was still inside the vessel. The physician then physically examined the arm and could feel something. It was at that point the physician made the decision to open surgically. The piece of balloon was removed and arm sewn back together and a good result was achieved. Reference user medwatch report number mw5062789.